Manufacturer narrative:
H.6. Investigation summary: two open 32g x 4mm pen needle samples were returned from lot. No. 9015921, cat no. 320566. Visual examination was carried out on the two returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text

Event description:
It was reported that during use of the pen ndl 32g 4mm pro 100 box ap the needle appeared to be not as smooth to insert the needle to the hub, as if there was no lubrication. This occurred on 2 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: the insertion of the needles were reported to be very painful, despite being subcutaneous (not im) injections. The needle insertion also appeared to be not as smooth to insert the needle to the hub, as if there was no lubrication.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ndl 32g 4mm pro 100 box ap the needle appeared to be not as smooth to insert the needle to the hub, as if there was no lubrication. This occurred on 2 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: the insertion of the needles were reported to be very painful, despite being subcutaneous (not im) injections. The needle insertion also appeared to be not as smooth to insert the needle to the hub, as if there was no lubrication.